Event description:
It was reported that the device had difficulty deflating. The target lesion was the infrageniculate popliteal artery. Reportedly, the lesion was calcified and there was a total occlusion (cto). There was no difficulty advancing the guidewire to the target lesion. The device was inflated to nominal pressure 3-4 times and there was no difficulty inflating the balloon at any time. Force was required to attempt to cross the lesion. Eventually, the device would not fully cross the lesion and then the balloon would not fully deflate. The physician gently flexed the portion of the hypotube that was outside of the patient back and forth in order for it to eventually deflate. Reportedly, the hypotube may have kinked when attempting to advance the lesion. The device was removed from the patient and another balloon catheter was used to successfully complete the procedure. The same guidewire was used successfully with other devices and no kinks were noted on the guidewire. No anomalies were noted upon removal of the device from its packaging or during flushing. There was no patient injury reported.

Manufacturer narrative:
The device will be returned for eval. The investigation is currently in progress.